Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the issue was a broken conductor wire (or an exposed wire visible through the damaged insulation) with no sign of thermal damage and/or melting. No other physical damage was visible on the instrument as it had no material missing or detached from the portion of the device that enters the patient¿s body. There was no allegation of an unclamping failure while the instrument was gripping tissue nor issues related to non-intuitive or uncontrolled motion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was analyzed and found to have a broken grip cable. Additionally, the instrument was found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.